Manufacturer narrative:
(B)(4). Date sent: 1/28/2022. Batch # v95v5f. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with a malformed clip inside of a plastic bag and with the handle partially open from back of the orange indicator. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies could be observed. No conclusion could be reached regarding what may have caused the reported incident. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clip was found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2022 h2: additional information received: -maude report # is mw5106273. -b3: date of event is (B)(6) 2021 per additional information received in maude report mw5106273.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was forming pear shaped clips and not sealing vessel or ducts. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.